Event description:
It was reported the patient had been scheduled for a system removal on (B)(6) 2013. It was noted the patient had uncomfortable stimulation in their pelvic area and had requested to have the device removed. Additional follow-up was requested.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient developed abdominal stimulation that could not be programmed away and proper paresthesia coverage could not be obtained. The patient wanted to have the device removed. The patient had an MRI which was noted as stable and the device was reprogrammed. Device interrogation was noted as normal for this subject. The event was related to the stimulator and resulted in the entire system being explanted (B)(6) 2013. The system was not replaced. The event required inpatient hospitalization. Information was previously reported in manufacturer report # 3004209178-2014-04342. Additional information received noted the two ev ents were the same.

Manufacturer narrative:
(B)(4).

Event description:
It was further clarified that programming was attempted, but the abdominal stimulation could not be "programmed away." The proper p araesthesia coverage could not be obtained. An MRI on (B)(6) 2013 was deemed normal. The event was considered resolved without sequelae on the date of the explant.

Event description:
Additional information received reported that the device was explanted as scheduled (B)(6) 2013. It was reported that the hospital had the device. The manufacturer's representative stated they would attempt to retrieve the device for return. It was reported that the patient was doing fine and no further treatment was planned.

Event description:
Additional information received reported the patient's clinical diagnosis was chronic pain syndrome. It was stated the patient had required inpatient hospitalization.